Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports that during final tightening of one of the expedium dual innie setscrews, one of the teeth (ie. Tabs) of expedium dual innie final tightener failed and nearly sheared off. An alternative instrument from the set was used to complete the surgery without any delays.

Manufacturer narrative:
Visual verification revealed that two of the four castle nut tabs had been sheared. It was also noted that the two fractured castle nut tabs were still attached to the distal tip of the instrument. A review of the device history record for the di final tightener found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the di final tightener was conducted on the specific product code from this complaint as the product family does not exist for this instrument. It was noted that there were no related complaints associated with the castle nut tabs shearing off. In this complaint there was no report of harm to the patient but potential harm may exist if the fault were to recur. Review of complaints found no significant trends. The root cause of the castle nut tabs becoming sheared cannot positively be determined. However, it is likely that the castle nut tabs became subjected to a higher than anticipated loading resulting in the two tabs becoming sheared. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.